Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation and/or stress appear to have led to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During an olympus evaluation of the bronchovideoscope it was noted that the device had corrosion on the control unit, the plug unit, the scope connector and the circuit board in the scope connector. The light guide lens was also noted to be dirty, and the scope was having scope communication error alarms. There was no patient involvement.